Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead exhibited difficulties to be implanted. In addition, the helix exhibited rotation issue. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were unable to implant and helix mechanism issue. A complete lead was returned in two pieces with the helix found retracted and clogged with blood/body fluids. The reported event of helix mechanism issue was confirmed. After cleaning and cutting the lead, the helix could be extended and retracted by applying torqued directly to the inner coil. The full helix extension length was measured to be within specification the cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Electrical testing was normal with no anomalies found.